Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.

Manufacturer narrative:
The download data from the returned device showed that an 0x6a occlusion alarm had been generated. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x6a occlusion alarm could not be determined. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which prevented fluid from flowing through the complete fluid path. The exact timing and cause of the exposed soft cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_android. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: up1a.231005.007.s918u1ues5cxl7. Cloud - smartphone hardware: sm-s918u1. Cloud - cgm sensor type: g7.